Event description:
It was reported that during the procedure, when passing through the middle part of the shaft, chipped coating was occurred on the mid section of the guidewire (subject device) at the same time as a rough feeling occurred. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. There was no resistance when the guidewire was taken out of the dispenser hoop, the guidewire was shaped to 45 degrees and flush was given inside the microcatheter at the time when the guidewire was inserted. The introducer sheath was used, when inserting the guidewire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported codes guidewire ptfe coating peeling and guidewire does not have smooth movement.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when passing through the middle part of the shaft, chipped coating was occurred on the mid section of the guidewire (subject device) at the same time as a rough feeling occurred. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.